Manufacturer narrative:
This report is being filed on an international product, list number 06r87-23 (sars-cov-2 igm) that has a similar product distributed in the us, list number 06r87-20 /-30 (advisedx sars-cov-2 igm), eua (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer suspects a false positive architect sars-cov-2 igm result for a patient who has been positive for sars-cov-2 igm for 2-3 months. The customer did not provide any patient information. There is no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search determined normal complaint activity for the architect sars-cov-2 igm reagent lot 32547fn00. Tracking and trending were reviewed and did not identify any related trends. Clinical sensitivity and specificity testing were performed using an in-house retained kit of the complaint lot 32547fn00. All specifications were met indicating the lot is performing acceptably. Device history records were reviewed and determined no non-conformances, potential non-conformances, or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. In this case no specific patient data is provided. Per summary and explanation section of the architect sars-cov-2 igm package insert, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to september 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). Based on the investigation, architect sars-cov-2 igm reagent lot 32547fn00 is performing as intended, no systemic issue or product deficiency of the architect sars-cov-2 igm reagent was identified.